Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged and a keypad anomaly. The customer¿s blood glucose level was 252 mg/dl at the time of the incident. The customer reported damage, which lead to other errors. The customer reported the white plastic cap came off and is missing and the buttons were very hard to push. The customer did troubleshoot the issues. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power error, power loss alarm, replace battery alert, replace battery now alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. Device was received with intermittent select button response due to moisture damaged on keypad traces. Device was received with cracked reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o - ring, scratched case, minor scratched lcd window, cracked select button keypad overlay, cracked case along the side of the battery tube and faded serial number label. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir retainer.